Event description:
The patient stated that their implantable neurostimulator (ins) was probably coming out. The neuropathy in their feet was getting worse, and it was not moderating their pain, it induced more pain because the battery was huge and when they laid on the side it hurt. It was noted that when they leaned back the two probes hurt, they ache. The patient stated that they were skinny. They had a herniated disc and the neurologist told them that they should have been fixed prior to getting the device. The device pushed on their herniated disc and the pain was like a multiplier. The patient had discussed moving the lead and the battery seemed to be at an angle. The patient was to follow-up with their health care professional (hcp) to resolve the issues. The patient stated that their hcp told them that the ins interferes with a nerve conduction test. The patient wished that they would have had more information and data prior to choosing to have the device implanted, it they stated "never would have gotten the implant." There were recharging difficulties since implant. They had to pull the belt so tight it hurt and they had to take opiates to recharge. They were not able to walk around and charge. It was stated that the patient had an appointment with the manufacturer representative (rep) but the rep left early and missed the appointment with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.